Event description:
Information received by medtronic indicated that motor error occurred in the insulin pump during rewind. Customer reported that there were some motor error alarm in the alarm history. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Unit received with e52 alarm loop during power up. Unable to perform displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests or verify motor error alarm due to e52 alarm. Pump history download using thds was successful. However, there is no data available on event date, unable to perform data analysis for motor error alarm complaint. Swapping out test boards confirms e52 alarmed is isolated to mother board. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Motor failed encoder signal out of phase at motor test. The test reservoir locked in place properly and no anomaly noted. Unit had scratched case, cracked reservoir tube lip, stained end cap sticker, stained address/serial number label, scratched reservoir tube window. Unable to confirm motor error alarm due to e52 alarm. E52 alarm is isolated to mother board confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.